Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: not specified, inratio: 1.5, lab: 3.0, mean: 3.25, confidence limits: 1.9-4.6; 2009, 3.5, 5.0, 4.25, 2.4-6.1. Per tsr, test 1 is tested a week ago from same day. The mean of the inratio meter and comparative system inr were calculated. The inratio value on test 1 falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. Meter is expected to be returned for evaluation. Investigation is pending.

Event description:
Caller alleged discrepant results compared to lab. Pt tested on 2 different occasions and had the following results: 2009: meter: 3.5, hospital: 5.0. Tested a week ago: meter: 1.5, hospital: 3.0.